Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected a wandering baseline due to suspected air entrapment. No adverse patient effects were reported. No surgical intervention was performed. The device remains in service.